Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was a procedure to treat a lesion in the proximal left anterior descending (lad). The 2.5x15 mm xience alpine stent delivery system was advanced in the patient anatomy. However, during advancement of the alpine sds, the stent dislodged in the left main. A trek balloon dilatation catheter (bdc) was advanced in the anatomy, and the dislodged stent was positioned in the target lesion and was implanted successfully. The procedure was complete at this time. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.